Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed during the month of (B)(6). Pump was shipped to customer on (B)(6) 2016, and taken out of shelf mode on (B)(6) 2016. User made bolus requests without entering current bg level. Back to back cartridge change sequence was completed on (B)(6) 2016, with two "tubing fill" processes conducted. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 52 mg/dl. The customer drank orange juice to address bg level. The customer reported that the cause of the low bg level was unknown. Reportedly, the customer stated had been in contact with their healthcare provider regarding low blood glucose factors.